Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too much insulin, and did not consume any food, and had not eaten the night before. Due to the event, the customer's blood glucose level decreased to 14 mg/dl. The paramedics were called and the customer was given intravenous (IV) fluids and food at the customer's home. Recommendation was made to consult with health care provider regarding diabetes management.